Event description:
During preparation for cardiopulmonary bypass, the heart lung console gas flow module repeatedly reset itsel. An external gas analyzer was employed. There were no adverse consequences to the patient as a result of this event.

Event description:
During preparation for cardiopulmonary bypass, the heart lung console gas flow module repeatedly reset itself. An external gas analyzer was employed. There were no adverse consequences to the patient as a result of this event.